Manufacturer narrative:
No scrolling numbers noted. Intermittent response from up arrow button due to moisture on keypad trace. The insulin pump had loose/shifted end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers on their insulin pump were ramping up and a button was stuck. It was also found the buttons became unresponsive when the customer attempted to bolus. Customer's blood glucose was 335 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.